Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was range between 417 mg/dl. Customer treated with sliding scale manual injection. Customer reported that the insulin pump alarmed on him last night and just stopped working. Customer was watch football prior to the constant tone beep. Customer reported that the 5 minute insulin pump rest following new battery insertion and no tone and blank display. Customer was advised to revert to backup plane. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.